Event description:
It was reported that, during a transurethral stone removal procedure using a sensor wire, the tip part of the guidewire was peeled off. The procedure was completed with the original guidewire used. No patient complications were reported. Analysis of the returned device identified sleeve detachment.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 08/01/2024 as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code c070601 captures the reportable investigation result of sleeve detached block h11: investigation results: the returned sensor wire was analyzed, and a visual evaluation noted that the sleeve detached and torn. During magnification, it was observed closely the sleeve detached and torn. Additionally, it was possible to see adhesive remaining of adhesive in the returned sleeve. The reported problem of ptfe peeled cannot be cannot be established due to lack of evidence. During the product analysis of the detached sleeve with a torn material. The excess of force applied to remove the wire probably caused by the detachment of the sleeve. It is most likely that as part of the device manipulation during the procedure an excess of force was applied to the device such as during the guidewire insertion through another device or the interaction with the scope, causing the sleeve detached. Based on the information available and analysis results, an investigation conclusion code of adverse event related to procedure has been assigned to this investigation.